Event description:
The iab unfurled during insertion. The iab was removed and a second was inserted into the pt. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: unk-rpt'd 4/9/97. Pt's current status: unk-rpt'd 4/9/97.